Event description:
Lithotripsy procedure using an olympus soltive premium laser and a tfl-fbx150bs fiber optic cable. The fiber optic cable broke at the connection point to the laser, causing a small fire of the still-connected piece of the fiber optic cable in the or(operating room). The fire was extinguished and the procedure completed with a different fiber optic cable and laser system. There was no injury to the patient or staff. Manufacturer rep. On-site two days later and couldn't determine cause of fiber optic cable failure: manufacturer defect or incidental contact. Laser system found to be in normal operation and no incorrect treatment parameters applied to the fiber optic cable.